Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that patient had the device moved from her left side to the right because it kept shocking her because she had a massive metal in her back due to history of multiple back surgeries. Patient stated that the shocking would sometimes make her really jump and holler. Patient was not sure of the even day but said she thought it was between 2010 and 2012. The patient also said that she thinks that healthcare provider at that time is no longer practicing. No further complications were reported.